Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the needle from the sensor broke in the serter. Customer's blood glucose was 165 mg/dl. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Evaluated two opened/used sensors and found both insertion needle hubs separated from sensor base. We were unable to confirm customer received sensors in said condition due to customer returned opened/used. Complaint against sen-serter.